Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/13/2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/31/2019. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure? An excision of a lesion. What was the date of the procedure? (B)(6) 2018 what tissue was the suture used on? The suture was used on the dermis. Were x rays performed to determine the needle location? Yes. What tissue was the needle located in? In the dermis. What was the date of the second procedure? (B)(6) 2018. Was the needle retrieved from the patient? Yes. Do you have the needle to return for evaluation? No it was not retained. What is the current condition of the patient?

Manufacturer narrative:
(B)(4). The following additional information was obtained: according to user report the alert date is (B)(6) 2018 and it was reported that the event occurred on (B)(6) 2018.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the date of the procedure? What tissue was the suture used on? Were x rays performed to determine the needle location? What tissue was the needle located in? What was the date of the second procedure? Was the needle retrieved from the patient? Do you have the needle to return for evaluation? What is the current condition of the patient?

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. The needle came apart and fell inside the patient. The patient experienced pain and an additional procedure was performed to remove the needle. The current patient status is unknown. Additional information has been requested.